Event description:
Profound and permanent neurological injuries [nervous system disorder]. Permanent profound personal injuries, other injuries [injury]. Excess zinc [blood zinc increased[. Copper depletion [blood copper decreased]. Case description: an attorney reported that their female client, (B)(6), used fixodent denture adhesive, version unknown commencing in 1995, after she had become denture dependent, and ceased use in or about 2009 and reported the following: profound and permanent neurological injuries, profound personal injuries and other injuries which have left her unable to perform her normal, customary and daily activities; has been diagnosed to have excess zinc and resulting copper depletion, and hypocupremia. Treatment: unspecified medical treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.